Manufacturer narrative:
The patient's therapy was started on another ventilator when the reported event occurred, but there was no delay of therapy, or patient harm reported. Repair information: the field service engineer (fse) replaced the motor control board and data acquisition board to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The field service engineer (fse) inspection was carried out. The fse did not manage to replicate the error. Performed full performance assurance testing and extended-self test. All tests passed successfully.

Event description:
The customer reported that the unit shut down. The customer reported that the unit was in use on the patient, but no patient harm was reported.